Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #:(B)(4) case subject: npi error code 120.4490 on 8015ls unit account name: good samaritan regional health center mount vernon account #: 1265901 asset name: 8015ls pcu dom v9.33.1.2 a/b/g asset location: patient or user involvement: no patient or user harm: no case description: tech called in for help with error code on 8015ls unit serial # (B)(4) failure device type: failure problem type: failure mode: case resolution: tech has error code 120.4490 on 815ls unit which has to do with the power supply board the processor set charge level failure needs to be replace, confirm part # and also confirm price quote to send unit in for services repair for level one and what level one covers. Tech thank me and will call back ones he has his po# setup. To get unit in for repair. Ref:_00d30y0yr._5000l1s8egl:ref